Event description:
It was reported that a minicap had a dry sponge. There was no patient involvement. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between the dates of 12/14/2014 and 12/18/2014. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and the presence of iodine was noted. The reported problem could not be identified. Should additional relevant information become available, a supplemental report will be submitted.